Event description:
The company representative (rep) reported out of regulation (oor) on the patient programmer (pp). This has occurred every day for the past 10 days. The rep directed the patient on how to clear the oor. The oor did not go away without intervention. The patient was also directed to contact her doctor to be seen at some point to try to determine why the implantable neurostimulator (ins) was showing oor. No symptoms were reported.